Event description:
It was reported that the customer's insulin pump was delivering too much insulin. The customer stated that, when programming a bolus, the customer pressed the up arrow and the numbers kept scrolling without any stop. The customer's blood glucose was 127 mg/dl. The customer also received a button error alarm. The customer stated that there were no significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, intermittent button response was noted due to corroded keypad traces. No display anomaly was noted during testing. The insulin pump had minor scratches on the display window, a cracked display window, cracked case at a display window corner, cracked belt clip slot, cracked reservoir tube lip and a stained end cap sticker.